Manufacturer narrative:
Product analysis: analysis was unable to confirm that the programmer would freeze on the company log screen during startup or during interrogation. Analysis noted that the latch of the cable bay was broken and the keyboard cover was missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze during an interrogation. It was noted that the programmer also froze on the company logo screen every time when attempting to start it up again. The programmer was returned for service. There was no patient involvement.